Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the averagely tortuous and moderately calcified mid right coronary artery. The opticross hd imaging catheter was used for intravascular ultrasound (ivus) examination of the lesion. During the procedure, after a plain old balloon angioplasty (poba), the ivus catheter encountered difficulty crossing the lesion on its second advancement. Upon retrieval, the catheter had separated inside the patients body. Since the separated part was within the guide catheter, it became trapped with the balloon. The physician removed both the separated catheter part and the guide catheter together. The procedure was completed with another of the same device, and no patient injuries were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked and the imaging window was detached at the lap joint section, confirming the reported event. However, the detached imaging window was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the averagely tortuous and moderately calcified mid right coronary artery. The opticross hd imaging catheter was used for intravascular ultrasound (ivus) examination of the lesion. During the procedure, after a plain old balloon angioplasty (poba), the ivus catheter encountered difficulty crossing the lesion on its second advancement. Upon retrieval, the catheter had separated inside the patients body. Since the separated part was within the guide catheter, it became trapped with the balloon. The physician removed both the separated catheter part and the guide catheter together. The procedure was completed with another of the same device, and no patient injuries were reported.